Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a massive bleed related to the implant procedure. The patient received more than 16 units of red cell concentrate (rcc) transfusion. Episode resulted in re-operation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was communicated that the hospital was contacted multiple times; however, no further information regarding the event was provided. The patient remains on going on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including bleeding, which may be associated with the use of the heartmate 3 lvas. This document also outlines the recommended anticoagulation regimen, including international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.